Event description:
Ventilator dependent child was sitting on a trampoline at home, rocking back and forth. The ventilator circuit was pulling on the tracheostomy tube connection. The distal portion of the tube shaft broke at the neckflange.